Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. Final analysis found that the insulation was breached due to degradation at the distal end of connector boot.

Manufacturer narrative:
Please retract this report 2017865-2013-04920 the same issue was reported as 2017865-2013-04716.

Event description:
This report is to advise of an event observed during analysis.